Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy fluid. The breach in aseptic technique was described as due to the patient not following environment protocol. On the same day as the event onset, the patient was treated with vancomycin injection (1gm, every 72hr, ongoing) and cefepime injection (1gm, per day, ongoing) for peritonitis. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient was recovering and pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.